Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: liner 28 mm i.d. For use with 44/45/46 mm o.d. Shells, pn 00500104428, ln 64171398. Multiple MDR reports were filed for this event, please see associated reports 0002648920-2019-00467. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a liner was unable to be placed into multipolar shell during surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.